Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. And touchscreen inop was present. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.